Manufacturer narrative:
D6: device returned with no lot# identification. H6; code 400: damaged firing mechansim. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had the tip broken off at the tissue gap spacing pin. No conclusion could be reached as to how this damage occurred. Some condtions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a bowel procedure (intestinal blockage). It was reported by the affiliate that the device would not cut or fire. There was no consequence to the patient.